Event description:
It was reported that event occurred at (B)(6) around 5:00 pm on (B)(6) 2014. The surgeon was reaming with a 9mm reamer over a 2.5x800 guide wire in the canal of the patients humerus. The bottom portion of the guide wire broke off when surgeon was reaming.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing product and missing information. The guide wire was classified to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The guide wire was documented as faultless prior to distribution. As the guide wire is not available an investigation could not be performed; the root cause is unknown. Most likely the guide wire tip was deformed by bending forces prior to insertion or bending forces during the insertion (user error). In case the guide wire tip was deformed the reamer hit the guide wire at the deformation and finally cut of the wire. A manufacturing related issue can be excluded because no evidence of deformation was found in the manufacturing and inspection documents (DHR). A more precise evaluation could not be performed due to missing product and missing information.

Event description:
It was reported that event occurred at (B)(6). The surgeon was reaming with a 9mm reamer over a 2.5x800 guide wire in the canal of the patients humerus. The bottom portion of the guide wire broke off when surgeon was reaming.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.